Event description:
It was reported no delivery and unresponsive buttons. It was stated that the customer declined to troubleshoot as she changed the infusion set. It was stated that the insulin was delivered when the device was not connected, but once the customer was connected the device alarmed no delivery. The customer mentioned having one bent cannula and changing the infusion set every four days. Advised that the infusion set and reservoir should be changed every two to three days. It was mentioned that the buttons are worn out and had to press multiple times to get them working. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad trace. The insulin pump was unable to prime during prime test due to loose drive support disk. Unable to perform the excessive no delivery alarm test due to prime anomaly.